Manufacturer narrative:
It was reported during a coil embolization procedure, the deltapaq platinum microcoil (dfs10015220/g14189) coil was delivered through a neuroform stent, but during release, the coil would not detach. Then, the coil was snare without any adverse event reported. The component will be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and without the device, the reported event could not be confirmed. However, the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please disregard follow-up 1 mw report, since it was submitted in error. It was reported during a coil embolization procedure, the deltapaq platinum microcoil (dfs10015220/g14189) coil was delivered through a neuroform stent, but during release, the coil would not detach. Then, the coil was snare without any adverse event reported. The component will be returned for analysis. The coil was returned undamaged. The core wire was found to be protruding outside the sheath due to mechanical sheath damage caused by the resheathing tool. The circumstances that produced this damage cannot be determined. In this condition the coil cannot be advanced or resheathed without extreme difficulty. The detachment fiber failed to receive heat and melt. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the coils non-detachment inside the aneurysm may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances that caused this damage cannot be determined as all microcoil systems are electrically testing prior to final packaging. In addition without the identification or the return of the complete detachment systems and the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. It was not reported that a pre-deployment electrical check was performed prior to patient use, if this did not occur then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding...¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was confirmed and it was due to the solder joint fracture, however the cause could not be determined. Additionally, with the limited information provided and without further clinical information it is not possible to determine if procedural factors contributed to the event. However, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported during a coil embolization procedure, the deltapaq platinum microcoil (dfs10015220/g14189) coil was delivered through a neuroform stent, but during release, the coil would not detach. Then, the coil was snare without any adverse event reported. The component will be returned for analysis.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.